Event description:
It was reported to boston scientific corp that a resolution clip device was used during a hemostasis procedure performed on (B)(6), 2009. According to the complainant, they advanced the clip (still inside the sheath) down the scope to thee bleed site. They noticed the clip was bent when they tried to open it after it was advanced from the sheath. The clip fell into the pt and was retrieved. The physician had not concerns with the clip passing naturally. The procedure was completed with another resolution clip device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).